Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the delivery wire was kinked in numerous locations and the main coil was kinked. During functional testing the introducer sheath was flushed without difficulty; however, the main coil was advanced through the introducer sheath and resistance was experienced. It is probable that the device was damaged during the clinical procedure and the device performance was limited; therefore, an assignable cause of operational context has been assigned to the reported event.

Event description:
It was reported that the coil (the subject device) protruded from the neck of the aneurysm during placement so it was re-sheathed. Using a balloon neckplasty, the coil was attempted to be reused but it got stuck in the introducer sheath and was unable to be advanced. The coil was exchanged with another coil. There were no reported clinical consequences to the patient.

Event description:
It was reported that the coil (the subject device) protruded from the neck of the aneurysm during placement so it was re-sheathed. Using a balloon neckplasty, the coil was attempted to be reused but it got stuck in the introducer sheath and was unable to be advanced. The coil was exchanged with another coil. There were no reported clinical consequences to the patient.